Event description:
The 4f non-taper angled glide cath was advanced contralateral from the right sfa to the left iliac over a wholley wire. The wholley wire was then exchanged for an amplatz superstiff wire to give more support for the planned balloon intervention. Upon exchanging out the 4f glide cath it was discovered that aproximately 8" of the glide cath did not come back but rather "broke off" inside the body. It was not able to be retrieved with a gooseneck snare but had to be abandoned because user could not get it back inside the 8f balkin sheath.